Event description:
Reporter indicated a vns patient experienced increased depression. The vns settings were adjusted as an intervention. No medication changes preceded the increased depression event. All attempts to the reporter for additional information have been unsuccessful to date.